Manufacturer narrative:
The manufacturer was notified on 12/16/2025 that the user experienced a hypoglycemic event with a reported blood glucose of 40 mg/dl. The user was treated by ems with intravenous dextrose and oral carbohydrates and was transported to the hospital, where additional oral glucose was administered and the user was discharged the same day. A review of available device data showed meal announcements and periods of insulin pause prior to the event. Engineering log review did not identify a device malfunction, and insulin delivery was consistent with system inputs at the time of review. Based on the information available, the cause of the hypoglycemic event could not be definitively determined. This report is submitted in accordance with MDR requirements, and a supplemental report will be filed if additional information becomes available.

Event description:
On 12/16/2025, the user reported that on (B)(6) 2025 they experienced hypoglycemia with a bg of 40 mg/dl. The user treated the low bg with oral glucose, with assistance from a caregiver. The user was treated by ems and transported to the hospital, where they were evaluated and discharged the same day.